Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation report by the patient. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacturer observed that display screen lit up white when therapy was initiated and stayed white during therapy, high pitched sound during therapy. Both sides of the blower box had foam that looked like they had moisture. Black particles contamination on the front panel and rear panel was consistent with degraded sound abatement foam. Bottom of the blower motor had pieces of degraded sound abatement foam stuck to it, blower box lid had a cluster of degraded sound abatement foam stuck to it. Black particles contamination on the bottom enclosure was consistent with degraded sound abatement foam blower box had many pieces of degraded sound abatement foam laying inside of it. Manufacturer observed was not able to get care orchestrator information from device. Unknown black and grey dust-like contamination at the air inlet of the blower box. Gray potential hair/ fiber contamination on the bottom enclosure, unknown white dust-like contamination was on top of the blower motor and the blower motor seal. Potential dried liquid spots on the bottom of the blower motor and blower box indicating potential liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box the manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was able to confirm the presence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Manufacturer was not able to confirm the complaint or address the symptoms specified.